Manufacturer narrative:
Concomitant medical products: bard capsure permanent fixation system, product ID 0113230, lot # hudp0482, exp. Date 2021-01-28, quantity 2 . If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, and hernia recurrence. Post-operative patient treatment included revision surgery, and mesh removal surgery.